Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the unit broke off inside the patient. Further, the tip of the unit was retrieved and a 30 minute delay was reported. No injury to the patient was reported. It was further reported that the patient has a larger incision than what was required.